Event description:
The initial reporter received questionable igg results from two patient samples tested on the cobas 8000 cobas c 502 module. Patient sample 1 the initial result was 645 mg/dl. The first repeat result was 1132 mg/dl. The second repeat result was 1176 mg/dl. Patient sample 2 the initial result was 398 mg/dl. The first repeat result was 1118 mg/dl. The second repeat result was 1148 mg/dl.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the module, replaced the rinse tube assembly, cleaned and readjusted all probes. He verified that the module was again performing according to specifications. The specific cause of the event could not be determined. The investigation determined that the service actions resolved the issue. E1 initial reporter establishment name: (B)(6).